Manufacturer narrative:
(B)(4) the pipeline flex has been received and evaluation of the device is anticipated. A follow up MDR will be submitted when evaluation is complete.

Event description:
Medtronic received report that a pipeline flex did not open on the distal end during a procedure. The patient was being treated for an unruptured, saccular aneurysm in the left cavernous internal carotid artery (ica). The aneurysm measured 20mm in diameter and had a 15mm neck. The landing zone artery size was 3.8mm distal and 5.0 mm proximal. The vessel was moderately tortuous. A continuous heparinized saline flush was used, as per IFU. At deployment, the pipeline flex did not completely open on the distal end; the device appeared to have a trumpet shape. The pipeline flex could not be resheathed into the catheter, so the pipeline flex and catheter were removed from the patient together. A new device was used to complete the procedure. Post-procedure angiography showed slowing of flow into the aneurysm. There was no report of patient injury as a result of this event.

Manufacturer narrative:
Device evaluated - device evaluation. (B)(4). The remainder of the pipeline flex and the pushwire were found inside the catheter lumen. The pipeline flex was removed from the catheter. The distal hypotube appeared to be severely stretched with the ptfe shrink tubing still intact. Kinks and bends were found on the pushwire at a section near the distal tip coil. The distal and proximal ends of the pipeline flex were found fully opened with damaged braid. Based on the analysis findings and the reported event details, the report of pipeline flex failure to open in the distal section could not be confirmed. The received pipeline flex was found fully opened with damaged braid at both ends. The cause for damage could not be conclusively determined, though the damage indicates that the devices were likely pushed and pulled against the resistance. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex has successfully expanded, deploy the remainder of the device. Discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel.¿ all products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.